Event description:
It was reported that the pt developed a hematoma following pump replacement. A pool of blood was noted in the bed. The pt was taken to surgery for revision; the pt was doing well at the time of the report.